Event description:
It was reported by the patient that the remote monitor would not power up, even with new batteries. The battery indicator light comes on and does not turn off. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.